Manufacturer narrative:
One embolectomy catheter was returned without the package or inflation syringe. The balloon inflated with 0.2ml air and the balloon was found to inflate clearly and concentrically and there was no fluid found inside the balloon. The syringe was removed and the balloon deflated in less than 1 second, which is within the allowable specification. The catheter body was found to be in good condition. A review of the manufacturing records indicated that the product met specifications upon release. The balloon deflation complaint was not confirmed. No indication of a manufacturing defect was noted during the analysis. As indicated in the product IFU, the 2fr embolectomy is designed to be inflated with air, rather than fluid. It could not be determined with certainty but it is speculated that fluid may have been used as the inflation medium. No actions will be taken at this time

Event description:
It was reported that two catheters were used and the balloons would not deflate. There were no patient complications reported. No additional information was received that would indicate how the catheters were used or what was used for inflation medium.